Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 3 reports linked to mfg report numbers: 3014334038-2024-00101; 3013886523-2024-00153. A facility reported a cerelink microsensor (ID 826851) was implanted on (B)(6) 2024 and was used with the cerelink cable (ID 323970) for intracranial pressure (icp) monitoring. It was stated that they were getting a sensor/cable failure message. The icp went from 18 to 150, then the error message appeared. The reference lead was attached and was instructed to move and replace the electrocardiogram (ECG) patch, so that the lead would peel away or come off. The sensor had been in use for approximately 10 hours and was alarming for 10-15 minutes. The cerelink monitor (ID 826850) and extension cable were switched out and disconnected the sensor for 30 minutes. They attempted it again, but the error remained. On (B)(6) 2024, the sensor was removed and replaced. The patient is in a critical condition.

Manufacturer narrative:
The cerelink microsensor (ID 826851) was returned for evaluation. Device history record (DHR)- the product 826851 for lot 7087666 (sn (B)(6)), and the lot met specifications when released. Failure analysis - the issue of the complaint was confirmed. Unknown foreign matter covering sensor area that is not part of the manufacturing process. Catheter kinked 20.5cm from connector and kinked 17cm from connector end. Internal wires damaged from and kinks along catheter body. Icp express read "no transducer detected"; cerelink monitor not acceptable. No testing possible. Root cause analysis- the possible root cause of the defective device could be due to mishandling of the catheter.